Event description:
Related manufacturer reference number: 2017865-2022-22202. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator longevity was overestimated by the programmer. The device was explanted prior to elective replacement indicator due to longevity overestimation. The patient was stable.

Manufacturer narrative:
The longevity estimation anomaly near elective replacement indicator (eri) was confirmed by reviewing the data in the device image. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.